Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery dropped and cannot be charged. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation.

Manufacturer narrative:
A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and did not report this issue again. The cause of the reported issue could not be determined. Evaluation result/conclusion/component codes are also corrected.